Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during implant, the setscrew and grommet of the implantable pulse generator (ipg) device were damaged. The setscrew was completely removed from the atrial port, but the setscrew was found. The setscrew was reset into the atrial port and a lead connection was performed. A makeshift seal was made using medical adhesive. Electrical measurements were fine. The device remains in use. No patient complications have been reported as a result of this event.